Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. Customer's blood glucose level was 208 mg/dl. He was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a constant motor error during rewind due to corroded motor home switch; and moisture damage on the electronic assembly. Unable to perform the displacement test or excessive no delivery test due to motor error alarm. The insulin pump has minor scratched display window, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.